Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and she was experiencing high blood glucose. Blood glucose value at the time of the no delivery is unknown. Customer stated she treated with manual injection and the alarm was resolved by a complete infusion set and reservoir change. The customer also reported that the insulin pump alarmed motor error. She changed the infusion set multiple times but the motor error kept occurring. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was over 200 mg/dl. Customer mentioned she had received multiple motor error alarms in the last week. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.